Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large 2016 server w/out sql.

Event description:
It was reported by the customer that pyxis medstation es system users were unable to authenticate any of the stations. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system users were unable to authenticate any of the stations. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6, h11. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the users were unable to authenticate at all stations. A technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.